Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received.

Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, a dissection occurred in the common carotid artery at the entry point of the arterial sheath. The physician surgically repaired the incision site to resolve the dissection event.